Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced hemoptysis following a heart failure sensor implant procedure. Patient was stable and did not require coiling or intubation. A chest x-ray was taken, however the results are unknown. The hemoptysis resolved on its own and the patient was discharged home that same day.